Event description:
It was reported that a quadrox-I oxygenator had a major leak near the co2 output in the area where the oxygenator is attached to the guide pin holder. The failure occurred during surgery and the perfusionist was able to control the leakage to enable the device to be used until the end of surgery. Ref: (B)(4).

Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). Maquet cardiopulmonary (B)(4) provided product failure investigation, analysis and resolution for the device described in this report. A supplemental medwatch will be submitted if add'l info becomes available.